Manufacturer narrative:
The hill-rom technician was sent to the account to evaluate and repair. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Every five years, the bed exit tape switches should be replaced by a facility-authorized maintenance personnel. Ensure the bed exit system works properly. Replace worn or defective parts as needed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the bed exit would not alarm when connected to nurse call. The bed was located in room 577 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).